Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was experiencing a loss of stimulation on her left side. Pt had pain behind her left knee not covered by her stimulation. Pt is also having related issues with discs in her cervical spine. She is scheduled for a CT myelogram and emg of her neck and arm. At the tests the hcp confirmed her leads had not moved. Physician asked for the MFR's rep to try reprogramming the device to provide better coverage for the pt's pain. Add'l info received stated the pt was involved in a car accident and experienced a fall all in the same week. Device impedance were all good and no device problem was found. The rep reprogrammed the ins. Pt uses maximum amplitude to received therapy. Rep recommended the pt wait a week or two to f/u and see if they would have better results. The pt has been a no show or has cancelled f/u appointments up to this point. If add'l info becomes available, a f/u report will be sent.